Event description:
Dr reported event of "rupture or disconnection of the catheter" from journal article: "long term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi >/= 50 kg/m2", journal of visceral surgery doi: 10.1016/j.viscsurg.2012.01.007. This medwatch represents the 12 pts listed in table 1 of the article who were diagnosed with "rupture or disconnection of the catheter."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band the port, or the connector tubing."